Event description:
Administered (B)(6) 2025? Patient's daughter reached out (B)(6) 2025 stating that her mom is having a lot more pain than usual in her right hip after the durolane injection. Causing her to have difficulty with walking due to pain. Patient called (B)(6) 2025 stating her pain is not getting any better. While it's normal to have some continued pain and swelling following the injection, it shouldn't be greater than what was experienced prior to the injection. Intra-articular.